Event description:
There were constant alarms during intra aortic balloon pump and there was dampening of the waveform. Also, there was an inability to time on the pump. The intra aortic balloon was not returned to datascope for eval. The intra aortic balloon was discarded by the facility. (Event complications: unk-reported 6/30/98.) (Pt's current status: unk-rpt'd 6/30/98.)